Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendictis surgery, device triggered a crooked clip - it did not stick to the tissue but fell off in the patient (the clip was removed from the patient). After this, a clip stuck inside the jaws of the instrument. In the instrument you can see the clip stuck in the jaws. Clips were taken out of the abdomen. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2025. D4: batch #y7028w. Investigation summary visual analysis of the returned sample revealed that the er320/er420 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining seventeen(17) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch y7028w number, and no non-conformances were identified.